Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular injection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vascular injection as follows: contra-indications "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)."

Event description:
Healthcare professional reported "post injection vascular injection" after injection to the malar area with unspecified juvederm voluma. No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information: symptoms have resolved.